Event description:
Nurse was attempting to access the tesio catheter when she noticed air bubbles with aspiration near the blue port adjacent to the hub. A small split in the catheter was discovered. The line was repaired with a kit approved by the MFR and catheter function was restored. Catheter was originally placed in 2005. Unable to provide lot # as this info is unavailable.